Event description:
On (B)(6) 2025, at 1:24 am, a patient in the intensive care unit (ICU) was connected to a benevision n19 patient monitor (serial number: (B)(6)) and a benevision workstation (serial number: (B)(6)). During this time, the patient "coded". It was reported that no audible alarms, specifically ECG-related alarms, were heard in the patient's room or at the nurse's station. The patient experienced a second coding at 1:48 am and subsequently expired.

Manufacturer narrative:
A mindray service representative conducted an on-site evaluation of the benevision n19 patient monitor and the associated workstation. The representative was unable to replicate the reported issue. Device logs from the benevision n19 patient monitor, central station server, and workstation were collected for further analysis. Review of the device and server logs confirmed that, at the times of the reported events (1:24 am and 1:48 am), the following arrhythmia alarms were generated: ventricular tachycardia (v-tach), ventricular fibrillation (v-fib)/v-tach, and extreme tachycardia (extreme tachy). The logs further confirmed that, at the corresponding alarm times, the audible alarms were activated on both the n19 patient monitor and the benevision workstation. Both devices performed according to specifications. High-priority arrhythmia alarms were triggered as expected, and log records indicate that audible alarms played normally. The benevision n19 patient monitor and benevision workstation performed per specifications.